Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. According to the fse, the customer biomed was not alleging a defect in the monitor; they were looking for data from the monitor for this patient. The fse, along with the biomed, tested the monitor and found no defect in the device. The information requested was obtained by the fse, and provided to the customer biomed. The device remains at the customer site; it is not currently in use at the decision of the hospital, and not due to a monitor problem. No subsequent calls logged for this device/issue. There was no product malfunction. No further investigation is warranted at this.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested and unavailable at this time.

Event description:
A patient died during transport, and the customer would like to retrieve the data from the monitors. The device was in clinical use at the time the issue was reported; the patient died while transporting the patient on (B)(6) 2017 at 10:09 local time.